Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a scan error message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.